Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight: weight unknown / not provided. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient came to the clinic with extreme pain four (4) hours after the implant at tooth location #27 was placed. The implant was removed.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. One (1) imp,tsv,4.1mm,sbm,10 (tsv4b10) was returned for investigation. Visual evaluation of the as returned product identified signs of use, there was bone debris on implant threads. No damage identified or signs of malfunction that would contribute to the event. Measurements match drawing. Based on the evaluation, device malfunction has not occurred. Additionally, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported device that did or could cause or contribute to the reported event. Monthly post market trending review identified no adverse trends or actionable trends for the reported event or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was within specifications and conforming when it left zimmer biomet. DHR review was completed for the subject lot number (1251330). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (op#150) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review by lot number (1251330) was performed for similar events using keyword medical pain and no other similar complaint was identified. The reported event could not be recreated due to the nature of the dental device and event (pain) and the complaint is not related to the functional performance of the device. A definitive root cause could not be identified. However, based on the investigation and risk review, the most likely causes for the reported event are clinician error, improper case planning and external patient factors not considered. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.